Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, further described as "a peritoneal infection." The cause of peritonitis was not reported. Treatment for the event, whether the patient was hospitalized, and if dianeal therapy was ongoing was not reported. On an unreported date, the peritonitis was resolved and the patient was recovered from the peritonitis. No additional information is available.